Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer complaint that the programmer screen was randomly blurry and was also unable to confirm that the programmer had a delay after touching the screen during threshold testing. However it was noted that the stylus and cursor did not align on the screen. The connection between overlay and xy board was reseated and the stylus was calibrated stylus. There was a broken tab on the power cord door, programmer and analyzer were tested at vip station and no abnormalities were observed. No new error or sluggish performance in the logs. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the programmer was blurry at random times. When in use, there was a delay of 1 - 4 seconds after each tap of the screen during threshold testing. The programmer was changed out to complete the case. The programmer was returned for repair. It was noted that the patient had an underlying rhythm. No patient complications have been reported as a result of this event.